Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected low battery or failed batt test alarm noted. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly during visual inspection. However, unexpected replace battery and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, serial number label fading and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump always alarms low battery. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.